Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The cause of death was diabetic ketoacidosis. The customer was wearing the insulin pump at the time of death. The insulin pump was disposed off after the event, so it could not be returned for analysis. Nothing further was reported.